Manufacturer narrative:
The reported event of the guidewire failure to advance through the lead was confirmed. A complete lead was returned for analysis. The guidewire was not returned with the lead. Visual and x-ray inspection of the lead found the coil was offset/damaged. The guidewire insertion test could not perform due to the damaged coil consistent with procedural damage. The cause of the reported event was isolated to the damaged coil found on the lead.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered that it was difficult to advance the guidewire through the left ventricular lead. The physician elected to complete the procedure with a different lead. The patient was in stable condition.